Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, fse (field service engineer) performed system verification and concluded system meets specifications as per sir (service installation record) event could not be confirmed or replicated by fse. Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed five energy checks and performed twelve treatments. The energy was stable during this period. The logfile shows ten successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed immediately before the treatment. The treatment of the patient´s right eye was finished successfully without any issue. No suction issues is detectable for the reported treatment. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported flap was cut deeper than usual (setting was at hundred and ten micron but measurement result was three hundred micron), try suctioning two times but both were not success, in the right eye of a patient, during lasik surgery. Surgery was switch from lasik flap to photorefractive keratectomy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).